Event description:
It was reported that the ilet user experienced an insulin occlusion alert while using a cd infusion set; after guidance to perform the fill tubing process, insulin drops were observed through the tubing, the alarm cleared, insulin delivery was resumed, and a fingerstick measured 401 mg/dl with a subsequent follow-up glucose of 360 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no device problem found, with the event characterized as lack of effect and the specific device component not determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.